Event description:
It was reported that the atrial lead impedance showed wide variance. There were a number of high atrial rates that led to a short duration of inappropriate mode switch. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.